Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect(s) of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification, moderate tortuosity and 90% stenosis. The lesion was pre-dilated with a 2.5x28 mm trek balloon and the 3x28 mm xience sierra stent was implanted. A distal edge dissection was noted and a 3x28 mm non-abbott stent was used to treat the dissection. The patient was discharged. There were no adverse patient sequela. No additional information was provided.